Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had twiddler's syndrome. The right atrial lead was dislodged. The lead was explanted and replaced. The patient's condition was stable.